Manufacturer narrative:
Event description: as reported, the basket of the ngage nitinol stone extractor would not close prior to a ureteroscopy procedure for kidney stones. The user then unscrewed the black screw and it fell apart. The user opened another basket to complete the procedure. The complaint device did not make contact with the patient. The patient did not require any additional intervention or procedures and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device were conducted. A document-based investigation was also performed including a review of, complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. One ngage nitinol stone extractor was returned in its original labeled pouch. The device was returned disassembled. The black collet knob was separated from the device, the polyethylene terephthalate tubing [pett] tubing and brass collet were missing. The device could not be reassembled for testing due to the missing components. An attempt to open/close the basket manually, without the handle found that the basket would not open or close. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, device history record, complaint history, and quality control documents does not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU), does not provide any information related to the reported issue. Based on the investigation of the returned device, and its manufacturing date, the issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request has been created to address the issue. The cause for the issue has not yet been determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, the basket of the ngage nitinol stone extractor would not close prior to a ureteroscopy procedure for kidney stones. The user then unscrewed the black screw and it fell apart. The user opened another basket to complete the procedure. The complaint device did not make contact with the patient. The patient did not require any additional intervention or procedures and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.